Manufacturer narrative:
Unit received with button error alarm and intermittent buttons due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. Scratched lcd window and cracked belt clip slot noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.